Manufacturer narrative:
As reported, button one of a 5f mynx control vascular closure device (vcd) could not be pressed during the procedure, rendering the product unavailable for use. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The mynx vcd was used during a percutaneous coronary intervention (pci) procedure. The device was prepared and used in accordance with the instructions for use (IFU), and there were no visible signs of damage to the device or packaging prior to use. The procedure was performed via a retrograde approach. The femoral artery was verified to be suitable on angiography, with a vascular sheath introducer insertion angle of 30 to 45 degrees and a vessel diameter greater than 5 mm. The puncture site did not exhibit visible calcium or plaque, there was no stent near the puncture site, and no vessel stenosis greater than 50 percent was observed at the access site. The target femoral site had not been closed with any vascular closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx control use. The physician achieved certification on the use of the mynx control vcd and had used the device several times prior to this procedure. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found closed with a cordis mynx syringe attached to the unit. The sealant was partially exposed but remained mounted on the unit delivery shaft. Regarding the sealant sleeves, a frayed/split/torn condition was observed. Additionally, a non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, the core wire was present, and the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined specification. The measurement was obtained using a calibrated ruler. A dimensional analysis of the slit length of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sleeves. A simulated deployment test was performed to ensure functionality. The unit operated as intended, with deployment of the sealant followed by balloon retraction. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device IFU could not be completed. The non-cordis catheter sheath introducer (csi) returned inserted on the device was removed for evaluation; however, an attempt to reinsert the returned csi was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. Additionally, an attempt to perform an insertion/withdrawal evaluation using a laboratory sample was made; however, insertion was not possible for the same reason. A product history record (phr) review of lot f2514005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it passed functional analysis. However, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as a partial exposure of the sealant was observed due to the frayed/split/torn condition of the sealant sleeves noted. The exact cause of the issue experienced by the customer and the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 issue experienced since it passed functional analysis. However, handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) are possible. Additionally, procedural/handling factors possibly resulted in the damaged condition of the sealant sleeves (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this condition occurred during use in the procedure or after removal from the patient. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, phr review, nor the information available for review suggests that the issue experienced and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button one of a 5f mynx control vascular closure device (vcd) could not be pressed during the procedure, rendering the product unavailable for use. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The mynx vcd was used during a percutaneous coronary intervention (pci) procedure. The device was prepared and used in accordance with the instructions for use, and there were no visible signs of damage to the device or packaging prior to use. The procedure was performed via a retrograde approach. The femoral artery was verified to be suitable on angiography, with a vascular sheath introducer insertion angle of 30 to 45 degrees and a vessel diameter greater than 5 mm. The puncture site did not exhibit visible calcium or plaque, there was no stent near the puncture site, and no vessel stenosis greater than 50 percent was observed at the access site. The target femoral site had not been closed with any vascular closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx control use. The physician achieved certification on the use of the mynx control vcd and had used the device several times prior to this procedure. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot: f2514005 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.